Manufacturer narrative:
MDR (B)(4). Device 3 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in spain it was reported that patient faced five infusion set cannula kinked events on 01-mar-2024, 04-mar-2024, 16-mar-2024, 031-mar-2024 and 06-apr-2024 the events occurred within 3 hours of insertion. The infusion set was in use for few hours. The customer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.